Event description:
We received a medwatch report from either the customer for FDA that originally listed a model #/catalog # that was not correct, not a valid cardinal health number (44-2592). Eventually, the customer identified the correct catalog number. Per the medwatch report received, "hemovac drain was inserted post-op microdiskectomy. The next day, the drain was to be removed. The rn tried and met resistance, so she stopped and sought assistance from her charge nurse, who also tried and met resistance. They then notified the physician's pa who attempted to remove the drain. The pa gently pulled on the hemovac tube which came out, but the end was jagged and appeared to be only partially complete. It was felt that part of the tube was still inside the patient. Physician was notified and took patient back to the operating room for exploration of the wound, release of the drain and removal."

Manufacturer narrative:
Unfortunately, no lot number of the complaint product was provided. Therefore, the device history record could not be reviewed. Also, the actual product involved in this incident was not returned for our investigation. Without a product sample or a lot number, a complete investigation cannot be performed. Consequently, we are unable to determine the root cause of the reported incident. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.